Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The procedure was completed with a different device. There were no complications reported.